Event description:
It was reported via a trial that on (B)(6) 2008, the patient underwent stenting in the predilated mid left anterior descending (lad) artery with one xience v stent and in the predilated second diagonal artery with one xience v stent. On (B)(6) 2010, the patient experienced angina. An abnormal myocardial scan suggested lad disease and the patient had an abnormal ischemia study. On (B)(6) 2010, a diagnostic angiogram found 50% in-stent restenosis in the lad of the index xience stent nad a 95% in-stent restenosis in the ostial left circumflex (lcx) of the non-abbott stent. On (B)(6) 2010, the patient underwent a double coronary artery bypass graft surgery in the lad and lcx. The patient was discharged five days after surgery. There was no additional information provided.

Manufacturer narrative:
(B)(4). There was no reported product deficiency. Angina, ischemia, and restenosis are known adverse events as listed in the xience v instructions for use (IFU). It is possible that the abnormal ischemia study was used to diagnose or indicate ischemia may have been attributed to the reported restenosis. The reported restenosis of the xience v stent was treated with a double coronary artery bypass graft (CABG) and required hospitalization. Although a conclusive cause for the reported patient effects and their relationship, if any, to the devices cannot be determined, there is no indication of a product quality deficiency with respect to manufacture or design.